Event description:
A nurse reported that an ophthalmic gas dispensing regulator valve cannot release gas during use. The procedure details and patient impact details have not been provided. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in sections h.6. And h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no sample received for testing on this investigation. As a result, no testing could be performed. There was no additional information provided. As such, the root cause could not be conclusively determined, at this time. Receipt of complaint sample or additional information pertinent to this complaint, will result in re-evaluation of the complaint investigation. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A check of the batch production record for the lot showed no unusual manufacturing issues. A non-conformance-based review of the serial number was performed and showed that two other complaints were opened against the lot. Therefore, there are potential contributing factor(s). A review for complaints reported against this lot was performed. The root cause of the reported ¿regulator not releasing gas¿ cannot be conclusively determined with the information provided at this time. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Receipt of complaint sample or additional information pertinent to this complaint, will result in re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).